Event description:
Engineering initiated an investigation based upon failure of the connection between a device system and memory pcb assemblies. Failure of this connection could result in an inability to power on a device.